Manufacturer narrative:
No visual inspection was performed as the lens was not returned. The reported complaint can't be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed the lens was within power specification and met the specified cosmetic requirements. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced very bad vision after implantation of a zct300 (+13 diopter) intraocular lens (iol). The iol was explanted and incision enlargement was required. Visual acuity was reported as follows - pre surgery ((B)(6) 2016) with glasses: 20/40. Pre surgery ((B)(6) 2016) without glasses: 20/500. Post surgery ((B)(6) 2016): 20/100. Another zct300 (+5 diopter) was implanted and patient is doing well.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 01/13/2017. Device returned to manufacturer ¿ yes. The device was returned to the manufacturer and received on january 13, 2017. Visual inspection of the lens with an unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. All pertinent information available to the manufacturer has been submitted.